Event description:
The fse reported that the system's single monitor was not working. This resulted in a loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and replaced the monitor. The system operates as intended.